Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the bending section cover was missing but the cause could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the reported problem has been confirmed. Along with the findings reported in b5, deformations and damages were found throughout the device. This investigation is ongoing, and additional information regarding this event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that black shadows appear on the image of the evis eus ultrasound bronchofibervideoscope. There were no reports of patient harm associated with this event. The device was returned and evaluated, and the bending section cover was missing due to loosening or detachment of parts at the joint area. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.